Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's family reported via phone call that customer were hospitalized due to high blood glucose and diabetes ketoacidosis on (B)(6) 2019 with blood glucose of over 500 mg/dl. The customer was treated by insulin pump and manual injection. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Troubleshooting was done for high blood glucose and under delivery. Customer stated that insulin pump was bad and not delivering insulin. Troubleshooting was done for insulin flow block alarm. Event were resolved by changing complete set. Customer stated that insulin pump had getting insulin flow block alarm and blood glucose was high they changed set, blood glucose was not came down so they went to the hospital. Customer was treated by intravenous drip in hospital. The customer was wearing the insulin pump during the hospitalization. Based on customer report, customer does not allege pump was under delivering. Customer was not on insulin pump since june when the high blood glucose event occurred they were on injections. Customer's family does not have supplies with them to run high pressure test so they will call back to run test. Customer was advised to back on insulin pump when ready and monitor insulin pump and if gets insulin flow blocked alarm call back. The insulin pump will not be returned for analysis.